Event description:
It was reported that pump screen stayed dark and would not turn on, and customer¿s blood glucose reading showed ¿high¿ although specific value was unknown. Customer gave a correction insulin injection using multiple daily injections and did not need help from emergency services, while technical support walked customer through button press and charging steps that did not resolve issue, then arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup therapy.